Event description:
It was reported that this insertable cardiac monitor (icm) device had eroded through the skin of the patient. Subsequently, the patient underwent a surgical procedure to have their icm device explanted and replaced. No additional adverse patient effects were reported. This icm device is not available for return since it was discarded by the physician.